Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and received pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received, with blank display anomaly, due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion, due to blank display anomaly. Unit received, with moisture damage noted, on motor, vibrator motor or battery tube assembly. Unable to verify, frozen screen and pump error 53 alarm, due download difficulties. Unit received, with moisture damage noted, on motor, vibrator motor or battery tube assembly. However, unit tested with reference test electronics pcba1 was able to boot up properly with no blank display anomaly noted. Unit received, with fading serial number label and peeling keypad overlay. The unit p-cap test reservoir locks in place properly. Unit was confirmed, for blank display anomaly, due to moisture damage. However, frozen screen and pump error 53 alarm were not confirmed, due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.